Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. Surgical intervention was undertaken wherein the ipg was replaced and the pocket revised on (B)(6), 2023. Effective therapy was established post operatively.